Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) high voltage impedance values were above the upper limit. Programming changes were recommended but not yet implemented. There were no patient consequences.